Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized three times due to high blood glucose and diabetes ketoacidosis. Customer was in the hospital in (B)(6) 2019, stated that she was not getting any insulin and when she pulled out the cannula and it was bent and pinched off. The customer stated that it was happened to her two times. Customer stated that the next hospitalization was around the second week of (B)(6) 2019.